Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. No patient injury was reported.

Event description:
The customer reported, the system would not power up. No patient injury was reported.